Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
(Tampon) pieces inside my vagina [foreign body in reproductive tract] braided string comes undone, tearing off into pieces - tampon [device breakage]. Case narrative: consumer reported via e-mail that the string comes undone, and tampon tears off into pieces. No serious injury reported.